Event description:
It was reported that during a percutaneous coronary intervention (pci) and stenting procedure. A distal tip detachment of the guide wire occurred. The target lesion was located in a severly calcified and tightly stenosed left circumflex artery (lcx). The physician encountered resistance during advancement of the floppy rtw guide wire due to the calcification. Following successful ablation of the lesion with a 1.25mm and 1.75mm with 5-6 ablation runs for each burr, the burrs were removed from the pt without incident. During removal of the floppy rtw guide wire, the physician encountered resistance and it was noted that the distal tip of the guide wire and detached in the pt. As the detached tip was located in a very distal branch, the physician made no attempt at retrieval. The procedure was successfully completed with pci and stenting. Pt's status was listed as "okay".